Event description:
A medtronic rep reported a 6.5 tap that had bone stuck inside. There was no pt present.

Manufacturer narrative:
Device MFR date not available at time of this report. RMA issued. Medtronic investigation finds that as reported, there is bony material blocking the tap. Replacement part shipped 10/03/2011.